Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an scs system implanted on (B)(6) 2019. No patient health complications were reported during the implant procedure. However, when placing the lead, it initially veered to the left, it was retracted and placed again this time veering to the right. The physician then moved the lead midline and up to the intended placement at the t7 vertebral level. Postoperatively, the patient experienced lower body weakness at which time the system was explanted and a hematoma was present. Physician indicated the patient later underwent a spinal decompression procedure. Patient is currently in an rehabilitation facility and is expected to recover within 6 months.